Event description:
The surgeon reported that a capsular tear occurred while he was polishing posterior capsule. The surgeon could not provide any explanation regarding what caused the capsular tear. No dysfunction of the system was noticed. The procedure was completed.

Manufacturer narrative:
A technician checked the system after the incident and found no issues. No samples were returned for evaluation. The complaint history was reviewed and there were no other complaints reported for this system. Complaint class trending indicates no recent adverse trends associated with the reported issue. The root cause of the capsular tear could not be determined at this time.